Event description:
The cardiologist attempted arteriotomy closure with a techstar xl 6 fr percutaneous vascular surgery device. He met resistance on deployment. Backdown reportedly was achieved, but there was some resistance to removing the device. A second device was inserted, but again resistance was met on deployment. This second device was backed down and removed without resistance. The procedure was aborted and the pt went to successful manual compression. The pt was fine after the procedure. It was noted that the pt's arteries were heavily calcified, as seen of percutaneous vascular fluoroscopy. It was also noted that one needle on the first device had not backed down all the way. The returned first device was inspected. The resistance to deployment was related to the calcification of the pt's arteries. The instructions for use (IFU) clearly states that the safety and effectiveness of the techstar xl pvs device has not been established in pts with fluoroscopically visible common femoral artery calcium. The apparently incomplete back-down of the first device was most likely related to calcified tissue blocking the path of the needle from returning to its original position. Had the user heeded the precaution regarding calcium in the common femoral artery, the device would not have been used in this pt. Therefore, the root cause of the malfunction was the pt's vessel calcification and the cardiologist's selection of this pt for the use of this device.